Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to customer's blood glucose. Customer attempted to address issue by reloading the cartridge, but notification recurred. Tandem technical support made multiple attempts to follow up with the customer and continue troubleshooting, but no response was received.